Event description:
Customer reports patient received blood glucose result of 13 mg/dl on a lab value, and result of 155 mg/dl obtained on the inform system within 10 minutes. The patient was treated with d50 based on the lab result. Requested return of suspect device and replacement was sent.